Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system was selected. The closure device was deployed in a good position and the device passed the tug test with no flow noted on the transesophageal echocardiogram (tee). The physician decided to release the device since the release criteria was met. There were no recaptures performed. The patient was transferred to the recovery area without complication following the procedure. Less than an hour after the transfer, the patient lost consciousness. The physician performed a transthoracic echocardiogram (tte) and ruled out a pericardial effusion causing tamponade. A tee was performed to look at the device and at some point the patient arrested. Cardiopulmonary resuscitation (CPR) was performed and the patient was defibrillated to restore rhythm. The tee revealed that the closure device had embolized and was caught in the left ventricular outflow tract (lvot) which was blocking cardiac output. A cardiothoracic surgeon was called and the patient was taken immediately to the operating room to remove the device. The patient was placed on cardiopulmonary bypass and the device was removed. The laa was ligated and the aortic valve was left in tact. The patient was transferred to the intensive care unit and eventually discharged nine days later in stable condition.